Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the button on the bd micro fine¿ + pen needle pen was difficult to press during use. The following information was provided by the initial reporter, translated from japanese: "a patient is complaining that it was harder to press the button of the pen (fp novo rapid fp). This patient has experienced the same issue before."

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the button on the bd micro fine¿ + pen needle pen was difficult to press during use. The following information was provided by the initial reporter, translated from japanese: "a patient is complaining that it was harder to press the button of the pen (fp novo rapid fp). This patient has experienced the same issue before."